Event description:
The customer reported that the ac power led was not lit. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the ac power led was not lit. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was isolated to the power supply assembly. A power supply assembly was ordered to resolve the issue. No further info was requested and none is warranted. This was a malfunction of the power supply assembly.